Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue which occurred with the mps 2 console. The report states that while setting up for a case, the console powered off unexpectedly. The device was not used on a patient.

Manufacturer narrative:
The console was received and the reported complaint was duplicated. During investigation, the console lost power while it was on and running. The power supply was removed and was found to have ac in, but no dc output. The power supply was replaced and the console thereafter passed all operational verification tests.